Event description:
It was reported that a homechoice device experienced a high drain 104 (night drain 4) alarm. The patient was not connected at the time of the alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, simulated use testing, rite functional and electrical testing, and a visual inspection were performed. Upon conclusion of the investigation, the cause of the reported issue was determined to be one or more cycles advances to the next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant additional information become available, a supplemental report will be submitted.